Manufacturer narrative:
(B)(4). Investigation summary: the investigation confirmed the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune tibial impactor that was being used in this knee replacement case split into three pieces during the implantation of the patient's attune fixed bearing tibial tray. All three fragments were retrieved by the scrub tech from the operating table and the case was not delayed, since the surgeon had impacted the tibial tray sufficiently when the impactor broke. A replacement impactors is needed to complete the consignment instrumentation tray.